Event description:
Pt was undergoing percutaneous transluminal coronary angioplasty of right coronary artery. Guiding catheters were tried in the right coronary artery with multiple different curves, and ultimately a kr 486 french was the best. Guiding catheter support was problematic. Wiring the distal vessel was also difficult. In attempt to place a very supportive wire in the distal right coronary a transit catheter was used to exchange a choice floppy wire for a platinum plus but the transit catheter became stuck in the right coronary because of the calcific tortuosity of this system. The transit catheter transected in the guiding catheter and the transit catheter was then removed with a loop snare without difficulty. Balloon angioplasties were performed in the right coronary using 2.5, 3.0 and 3.25-mm balloons; the last did pressures up to 16 atmospheres to try to obtain a reasonable angioplasty result. It was clear that the tortuosity and calcification of this vessel made balloon movement rather difficult and, therefore, stenting was likely to be not feasible.